Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly and that the imaging window was twisted. Microscopic inspection revealed that the guidewire exit port and tip were in good condition. The telescope assembly was able to properly pull back, advance, and retract, and a test guidewire was able to be inserted with no indication of resistance while tracking into the catheter.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous proximal to mid left anterior descending artery. The opticross 6 hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. Ivus was turned on and imaging performed while the catheter was advancing down the vessel. The catheter became kinked distally on the wire and would not advance or retract. The device was removed manually, and the procedure completed successfully with another of same device. There were no patient complications. However, device analysis revealed the imaging window was twisted.